Event description:
Reporter stated that caller from facility reported that there was a free flow into the final container after a new transfer set and source containers were installed on the unit before the unit was programmed to pump. After the installation, the user walked away from the unit and upon returning found about 200ml of 10% amino acid solution in the final container. Upon questioning by reporter, caller stated that tubing is prestretched and rotors are supposed to be turned. Reporter instructed her to inform staff not to prestretch the tubing and to reinforce the importance of turning rotors. Reporter had caller turn rotors, discard final container, replacing it with a new one, program the unit, and begin compounding. Since this was done successfully, the problem was considered resolved by telephone and the unit was not sent to product services for evaluation. No pt involvement.